Event description:
On (B)(6) 2010, pt reported a black spot in the middle of the screen and a partial display on his infusion device. Infusion device was carried in his pocket and was not dropped on a hard surface recently. Correct type of battery was being used. Pt changed battery, but this did not resolve concern. Pt was unable to see anything when scrolling through menu of infusion device. There were partial characters, and the black spot was located where the insulin delivery amounts were displayed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.